Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was undergoing procedure at l5 due to screw mis-placement. During the surgery, the distal tip of the t25 obturator broke in the set screw when attempting to remove. With the help of the counter torque instrument and the break off driver , the t25 obturator was used to remove two broken set screws in order to release the rod so that one screw could be re-positioned. The first setscrew was removed without issue but the distal tip of the t25 obturator broke in the second set screw. There was difficulty in the removal of the tip inside the set screw. Suction was finally used to release the tip from the setscrew . The surgery was longer than planned as a result but the surgery was able to resumed and finished. The delay involved in the event was not more than 60 minutes.no fragment of the broken instrument remained in the patient. There was no issue with the other instruments or the set screw. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: visually confirmed approximately ~2mm of instrument tip has been broken off and returned for analysis, consistent with interface during usage. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.